Manufacturer narrative:
(B)(4). The unit was returned and the investigation did not identify anything that would have caused or contributed to the reported event. A review of the appropriate device history records indicate rework performed on this serial number is not related to this evaluation.

Manufacturer narrative:
(B)(4). Date of initial report : 08/17/2016. The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted. Additional questions in regard to the incident have also been asked.

Event description:
The customer reported that there was a loose connection and a damaged connector. Bleeding more. Additional questions regarding the unit have been asked.